Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the stent prematurely deployed. A 10x100x120 epic¿ stent was selected for use in the right iliac artery. During the procedure outside the patient when the device was attempted to be loaded on a 0.035 stiff guidewire, the stent opened a bit. The stent was withdrawn and the procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the catheter shaft. The stent was returned in the device. A .035 amplatz test guidewire was inserted into the device and the guidewire transcended through the device with no restrictions or hesitations. There was no indication of inadvertent deployment of the stent. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID # (B)(4).

Event description:
It was reported the stent prematurely deployed. A 10x100x120 epic¿ stent was selected for use in the right iliac artery. During the procedure outside the patient when the device was attempted to be loaded on a 0.035 stiff guidewire, the stent opened a bit. The stent was withdrawn and the procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.